Event description:
It was reported that balloon damage occurred. A 60-year-old male patient underwent a balloon angioplasty for right lower extremity arterial occlusion. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the initial balloon catheter was damaged due to vessel calcification and failed to inflate properly. The balloon was ruptures once at 10 atmosphere per second. After inflation, the contrast agent leaked out and the balloon retracted rapidly. The balloon was removed along the guide wire. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 62mm from the tip and is approximately 53mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon damage occurred. A 60-year-old male patient underwent a balloon angioplasty for right lower extremity arterial occlusion. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the initial balloon catheter was damaged due to vessel calcification and failed to inflate properly. The balloon was ruptures once at 10 atmosphere per second. After inflation, the contrast agent leaked out and the balloon retracted rapidly. The balloon was removed along the guide wire. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6).